Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported they "woke to quite a bit of leaking". Support assisted the patient with powering the pump down and clamping the line. Support asked the patient where the leak was coming from he described 2 ports for the medication bag and one that has gold foiled area, the patient thinks it is here, on the bag. Medication being infused is unknown. No patient injury reported.